Manufacturer narrative:
E1 telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from brazil, edwards received notification of a 56mm evoque procedure. Patient baseline was 4 mmhg. One month after the index procedure, thrombosis was identified via imagery. Gradient was 5 mmhg. The patient is hospitalized and under unfractionated heparin(IV).